Event description:
Event description guidant received information that this chronic atrial lead displayed one out of range pacing impedance measurement. Subsequent measurements were normal. During the follow-up, an out of range impedance was measured when the patient was performing arm movements. Additional information was received stating an invasive procedure was done, and the vein was occluded. The patient stated a guidant representative programmed the device, and made him feel terrible, requiring reprogramming. The local guidant representative confirmed the device was not reprogrammed a second time, the patient started to feel better on his own.